Event description:
It was reported by service report that the siderail would not latch in the upright position, the brakes were not holding and the IV pole was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
IV pole.